Event description:
Extravasation of 75-100 cc of oxaliplatin from mediport -port-a-cath- into surrounding tissue. Extravasation effects on tissue included bruising, tenderness and persistent and disseminated edema, along with erratic IV access for chemo administration per mediport. Peripheral access used in most recent cycle. Injection study under fluoroscopy indicated that device was occluded. Device removed and replaced on (B) (6) 2010. Upper and lower portions of device were separated and device was cracked.